Manufacturer narrative:
Additional suspect medical device components involved in the event: product family scs-linear leads: upn: m365sc2317500. Model: sc-2317-50. Serial-lot: (B)(6). Batch: 5092109. Product family scs-ipg-r: upn: m365sc11600. Model: sc-1160. Serial-lot: (B)(6). Batch: 336350.

Event description:
It was reported that the patient underwent a spinal cord stimulation implant procedure. Later that day the patient called the physician to report that she could not move or feel both of her legs. The patient was admitted to the hospital. It was reported that the patient underwent an explant procedure. The implanting physician reported that the patient did not stop taking her blood thinners and did not disclose that information to the doctors prior to the procedure. It was suspected that the patient experienced a hematoma in her sacrum coccyx area. The physician assessed that the event was caused by the blood thinners. The explanted devices will not be returned as they were discarded at the hospital.